Manufacturer narrative:
(B)(4). Investigation summary: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for fm in tube with the incident lot was observed. The fm was found to be from the shield component for this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® lithium heparinn blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "this is a report about fm in a tube. According to the customer's report, a piece of the shield component was found in a tube."